Event description:
A report was received that the patient had lost stimulation. A system check displayed high impedances. An x-ray revealed that both percutaneous leads were cut approximately two inches up from the header. The patient would not disclose if she had any prior surgeries. The patient underwent a revision and the physician discovered that the leads were twisted around the ipg and were broken. The physician determined that the patient had twisted the ipg over several times. Both leads were replaced and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15402804 description: clik anchor. The complaint the patient flipped the ipg multiple times resulting in the breakage and subsequent high impedances of the leads was confirmed. This also caused the reported loss of stimulation. Device evaluation indicated that both leads were severed approximately 2 inches from the proximal ends. Leads were twisted approximately 12 times close to the proximal ends. X-ray inspection revealed all cables were fractured, not cut, approximately 2 inches from the proximal ends of both leads. Device evaluation indicated that one anchor had eyelet damage. The other anchor exhibited normal device characteristics. It could not be determined how the eyelet was damaged.

Event description:
A report was received that the patient had lost stimulation. A system check displayed high impedances. An x-ray revealed that both percutaneous leads were cut approximately two inches up from the header. The patient would not disclose if she had any prior surgeries. The patient underwent a revision and the physician discovered that the leads were twisted around the ipg and were broken. The physician determined that the patient had twisted the ipg over several times. Both leads were replaced and the patient is reportedly doing well following the procedure.